Event description:
Reporter stated the lancet came completely out of the end cap when the multiclix device was primed and released. No accidental stick or adverse event was reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).